Manufacturer narrative:
(B)(4).

Event description:
The catheter was replaced on (B)(6) 2010, due to fracture. Additional information has been requested, but was not available as of the date of this report.